Manufacturer narrative:
Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Patient (user) reported chronic urinary tract infections (utis), which is making it painful for her to use these catheters. No medical intervention reported. No device problem reported.